Event description:
Additional information received indicated that the physician suspected lead damage to be the cause of the event. This was not confirmed visually. Additionally, lead provocation testing was performed and the noise was reproducible.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.